Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on april 06, 2017 that a flexiva 200 tractip laser fiber was to be used for a procedure on (B)(6) 2016. According to the complainant, during unpacking, the laser fiber was found to be broken in two pieces. There were no patient complications reported as a result of this event.

Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. The fiber was returned broken into two pieces. The first piece measured approximately 140 cm from the top of the connector to the break. The second piece measured approximately 170 cm from the break to the distal tip.the condition of the returned product confirms the reported event. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was to be used for a procedure on (B)(6) 2016. According to the complainant, during unpacking, the laser fiber was found to be broken in two pieces. There were no patient complications reported as a result of this event.